Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called philips because the device reports error when booting up. There was no specific reported malfunction. There was no report of patient involvement.